Event description:
It was reported that the patient noticed the day prior to the report that the pulses were starting and stopping and were slow. It was not the constant fast vibration that she would feel. She did not have breakthrough pain, however. The patient had 2 stimulators, one for each foot. The patient was lying on her back and had her knees raised. She could feel stimulation. However, when she put her leg straight down and lay flat, she could not feel it. The patient never felt it start and stop without 1-2 second pauses. The patient was advised to contact her physician. The patient had vibration in the rib and hip which she noticed the day prior and day of the report. Of note, the patient had a ¿smooth slide¿ a week prior at the playground and she caught herself. There had been no changes made except decreasing or increasing stimulation. It was further reported that the patient was still having concerns but working with her physician and/or company representative. The patient had an upcoming appointment for (B)(6) 2014. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3550-29, lot# n424210, implanted: (B)(6) 2014, product type: accessory. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4). (B)(6).